Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro 2 jaws melted or dissolved the harvester saw pieces of metal on vein, made an add'l small incision and retrieved the heater wire. Same unit was used to complete the procedure as it was discovered towards the end of case. The hospital did not report any pt effects and the vein was in good condition. The product is not returning for investigation.

Manufacturer narrative:
Since the device is not available to be returned to us a technical eval can not be performed. We will, however, continue to monitor and trend this type of event to ensure that there is no compromise to quality. A lot history record review could not be completed as the product lot number is unk. Internal file number - (B)(4).